Manufacturer narrative:
The device was received for evaluation containing approximately 90 ml of fluid in the bladder. Visual inspection was performed and a leak/backflow at the fillport was identified when the fillport cap was removed. Further inspection on the device revealed the cause of the leak/backflow condition was due to acrylic material lodged under the device checkband. The reported condition of leak due to the particle under the checkband was confirmed. However, the cause of the particulate was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The leak was discovered after filling, before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.